Manufacturer narrative:
Patient was diagnosed with peritonitis on an unknown date in (B)(6) 2016. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis and was hospitalized. The breach was further specified as a touch contamination. The event was manifested by cloudy effluent and abdominal pain. The patient was treated with an unspecified antibiotic therapy for the event. On an unreported date in the same month as onset, the patient's pd catheter was discontinued and hemodialysis was initiated for approximately three months after which a new pd catheter was reinserted and pd therapy was resumed. On an unknown date in the same month as onset, symptoms of abdominal pain and cloudy effluent were recovered and the patient was reported as recovered from the event. On an unreported date the patient was retrained on proper aseptic technique. Additional information is not available.